Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had alarm 388 no o2 dosing possible. Patient involvement is unknown.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows instance of alarm 388 and 271. Alarm 388 was triggered in combination with alarm 271 during a running ventilation at 3.73-3.81 bar supply pressure. Recommended replacement of inspiration block, pn 030.200.050. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to a defective o2 pressure regulator.